Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the pump experienced issues with short battery life. There was no indication that the alleged issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: a review of the pump black box data shows evidence of a short battery life illustrated with a 9 count voltage drop leading to a ¿cs 128¿ call service alarm warning on (B)(6) 2016. During visual inspection of the pump, it was observed that the battery compartment was cracked. A leak test was performed and failed due to the battery compartment leak. There was evidence of moisture corrosion inside the battery canister and on the returned battery cap. The pump was able to power on with the returned battery cap but it powered up to a dim display screen. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current readings were within specification. The investigation was unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed and no intermittent condition or moisture ingress was found to the power printed circuit board or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.